Event description:
According to the complainant: "infusion for IV- blinatumomab started on the (B)(6) 2024 and is stipulated to complete in 69 hours at a rate of 4.47 ml/hr. Vtbi is set at 308.30 ml. However, user noticed therapy ended approximately 2045 hrs on (B)(6) 2024. Therapy ended roughly 41 hours earlier with a total volume of 401.88 ml infused instead. User did a physical check on 1926 hrs on (B)(6) 2024 and said that there was more than half of the bag contents left, hence allowed therapy to continue." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. It could be found a infusion over 69 hours with a space line neutrapur. During the infusion the air bubble alarm could be found several times. No other abnormalities were found. Based on the picture in the notification, the line was twisted inside. Judgment: the complaint could not be confirmed. The line was twisted inside.